Event description:
It was reported that during the unknown procedure, the harmonic device tissue pad dislodged from the device. A new device was used to successfully complete the procedure.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2022. Batch #: unknown. The following information was requested, but unavailable: is the white tissue pad completely missing from the clamp arm of the device? Did the tissue pad fall into the patient? If, so what efforts were made to retrieve it? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.